Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of a backup battery fault was confirmed via log file analysis. The heartmate iii system controller (B)(6) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review. The log files contained overlapping events spanning approximately 6 days (10feb2021 ¿ 15feb2021, 15mar2021 per timestamp). Events occurring on 15mar2021 are from product testing at abbott. On 15feb2021 at 12:36:29 a backup battery fault alarm due to a failed load test. This alarm occurred intermittently until 15feb2021 at 12:40:03. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. These alarms cleared on their own. There were no other notable alarms in the log file. Pump operation was not affected.the heartmate iii system controller and backup battery were tested and passed all stages of testing. The system controller was connected to a mock loop and was able to operate as intended for an extended duration. The backup battery load was tested, the backup battery passed, and it was able to charge in the system controller. The reported event was not reproduced. It was communicated in the reported event that the reported backup battery fault alarms stopped after the patient had performed a self-test; however, the alarm had occurred after it had cleared initially. Additional information communicated on 04mar2021 indicated that the backup battery faults alarms have resolved. The root cause of the reported event was unable to be conclusively determined in this analysis.heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms.heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment.the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.the device history records were reviewed and the records revealed the heartmate iii system controller (serial#: hsc-064214) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 20aug2018.no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having backup battery faults at their home and the patient performed a self-test which stopped the alarms. The alarms appeared again and their primary controller was exchanged.